Event description:
The pt had received a partial knee arthroplasty performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The pt's surgical site presented with a possible infection, and the surgeon washed out the wound and performed an exchange of the tibial insert component.

Manufacturer narrative:
A tibial insert, or poly, exchange is a common and routine practice following infection of knee joint with arthroplasty components as a preventative measure to ensure that no infectious organisms are present on the poly after the joint is washed out. The poly component is more susceptible to harbor infectious organisms due to its material properties. The poly also acts as the main contact surface in the joint. In this case, the infection was not confirmed. Infections reported after partial knee procedures are often superficial and not deep within the wound in the area of the implants. Sterilization records were reviewed, and the onlay insert component lot was appropriately released after receiving an approved sterilization dose.